Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous arteriovenous fistula. A 10.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597.